Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit writing on the tubes was no longer in bold. The customer stated reading and monitoring more hazardous, the ink used in the tubes disappears very quickly. There was no patient involvement and outcome.

Manufacturer narrative:
Evaluation summary: one sample of endotracheal tube were received for evaluation. A visual inspection was performed and it was observed the markings on the tube are legible and the artwork is complete. Therefore, no failure mode was observed in the received sample since met with the product specifications and no corrective actions are required. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.